Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was over 500 mg/dl. Troubleshooting was performed. It was found that the settings were cleared as a result of the reset alarm. Ran a fixed prime and self-test and the insulin pump passed the tests. No further information was provided.